Manufacturer narrative:
The product has been received for analysis. Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the device and both leads were explanted due to a non-product experience in less than 6 months of being implanted. No new device was implanted during the surgical procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the device and both leads were explanted due to a non-product experience in less than 6 months of being implanted. No new device was implanted during the surgical procedure. Normal device operation was noted during product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.